Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported that "drill sleeve was threaded into the plate and while drilling the drill sleeve well cold welded with the drill sleeve. Unable to get it out."